Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the head of the device had separated from the hand piece. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device was scrapped by the manufacturer.